Event description:
Use of terumo 8fr angioseal following a high-risk procedure via the femoral artery with dr., an 8fr angio seal was used to achieve hemostasis as per his routine practice. Prior to deployment of the actual angioseal plug, the dilator was removed from the angioseal sheath. The angioseal hub sheath then broke into many fragments. As per dr., there were pieces of the sheath left in the patient that were not able to be retrieved. All pieces that were visible on the drape were collected. Dr. Gave council to the patient and family. The remaining 8fr angioseals, with the same lot# of 0000457133 with an expiration date of november 8th , 2024, were removed from all procedure rooms. The terumo rep was notified, and a report was filed with the company by the rep. The remaining product was sent with the terumo rep for credit.